Manufacturer narrative:
Philips received a complaint on the efficia dfm100 defibrillator indicating that the ECG is giving a fault. There was no patient involvement. Based on the information available and the testing conducted, the cause of the reported problem was due to the defective dfm100 assy therapy and dfm100 measurement module ECG. The device was operational after the defective parts were replaced. The device remains at the customer's site. No further action is warranted at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the efficia dfm100 defibrillator experienced an ECG fault. There was no reported patient involvement.